Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2303021, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Retained samples from the same lot were used for additional evaluation. All product was inspected and no defects or foreign matter was observed on any of the devices. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information, we are not able to identify a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Event description:
"Had a 20ml bd plastipak syringe with 600mg teicoplanin in it. Noticed at towards the very end of administration (teicoplanin having been dissolved in 15ml water for injections) that a tiny free fragment of what looked like the syringe black rubber plunger component was floating in the solution. I am confident that no such fragment had been injected into the patient as I observed throughout. I did not inject this final portion of fluid but instead discarded it onto a clean paper towel and the fragment (tiny) was just visible. Unfortunately the (wrapper) serial number of the syringe had been discarded and was irretrievable but best guess based on other adjacent syringes in the drawer is : (B)(4); manuf 2023-03-01; exp 2028 -02-29; lot: 2303021."

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.